Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to the implant procedure the cardiac resynchronization therapy defibrillator (crt-d) battery voltage was below the level indicated for implant. The device was not implanted and a different crt-d was used. There was no patient involvement.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.  If information is provided in the future, a supplemental report will be issued.